Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that an unspecified cartridge alarm possibly occurred. The contact did not have the customer's pump to confirm the alarm in the history. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.